Event description:
It was reported that during a supply change the user was unable to lock the connect adapter into the ilet after completing a rewind; swapping to a different connector did not resolve the issue, and the problem resolved only after inserting a new insulin cartridge and repeating the rewind, indicating a cartridge-related mechanical fit or engagement issue with the cartridge-to-adapter interface. Symptoms included no adverse clinical effects, and blood glucose was not impacted. Outcomes included recovery of normal device function after replacing the cartridge, with no medical intervention required. Investigation included troubleshooting via guided rewind, connector swap, and cartridge replacement. Investigation of this case revealed that the initial insulin cartridge likely caused improper mechanical engagement preventing the connect adapter from locking, and function was restored with a new cartridge. It was concluded, based on previously established findings for similar reports, that the cause was a defective or malformed consumable component leading to mechanical connection failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.